Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/05/2019 to the present date 12/6/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on/off. The device powers on when plugged in with no battery. (Displays missing battery) the device does not power on when a battery is connected. A red led on next to power on button. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. The device powers on when plugged in with no battery. (Displays missing battery) the device does not power on when a battery is connected. A red led on next to power on button. There was no patient involvement.